Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011, for the event. The customer indicated to the fse that the leak was coming from the ise unit. The fse reconnected the alkaline buffer tubing and replaced the alkaline filter. The electrolytes were calibrated and qc was tested with no problems noted. The repairs were verified per established procedures prior to returning the instrument into service. On (B)(4) 2011, the bec fse followed up with the customer. The customer indicated that no erroneous results were generated as the leaking occurred due to operator error during a maintenance procedure; i.e., the customer stated that they disconnected the alkaline buffer line from the ise and did not reconnect it, which caused the leak to occur. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak coming from the drip tray under the modular chemistry (mc) reagents in the unicel dxc 800 pro synchron chemistry analyzer and spilled onto the floor. The customer was not able to identify what was leaking. The customer indicated that she slightly "slipped", but did not fall to the floor. No medical attention was required and no injury occurred.